Event description:
Boston scientific crm received information that during the implant procedure, a pneumothorax occurred requiring a drainage system. No further adverse patient effects were reported. The drain was removed and the lead remains implanted.

Manufacturer narrative:
According to available information, this lead remains implanted and in service. Should additional information become available, this event will be updated.